Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: b5, e3, g2, h3, h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device underwent a visual inspection and functional tests, and the customer¿s allegation was confirmed: the angulation was not working correctly. The angle wire was detached, the ceiling plate was bent, and the right angulation was not functioning. Based on the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the patient did not suffer any injury or harm due to the prolongation of the procedure; the patient remained hemodynamically stable. The patient was under tiva (total intravenous anesthesia).

Event description:
It was reported that the colonoscope angulation was "too tight and was not angling at all." The event occurred during diagnostic colonoscopy which caused a prolongation of procedure for greater than or equal to 30 minutes while patient was sedated. The procedure was completed with the same device. There were no reports of patient or user harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01013. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.